Event description:
A report was received that the patient underwent a pocket revision procedure. The patient's ipg was tilting in the pocket causing discomfort. During revision the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemantal medwatch will be filed.